Event description:
Per the info provided to co by the physician's office, the device was removed due to "erosion." As reported to co, the entire device was removed and not replaced. 8/21/97 - in the operative notes, the physician/surgeon states that "the pt was doing remarkably well until last evening, when after taking his shower, pt noted the device had eroded through the distal glans. This was the same place where dr had done a corporoplasty for reinforcement of his glans because of thinning of that tissue."